Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 445 mg/dl. The customer is giving a correction and is going to change site. The customer was offered to troubleshoot for high blood glucose but declined. The customer advised that blood glucose to update sensor will not come on if blood glucose is outside the range 40-400 range. Customer understood and will call back when blood glucose are down if calibration doesn't go through.